Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2024, the patient¿s wife found him unconscious. Emergency medical services was called. Once ems arrived, the patient's bg meter reading was 42 mg/dl and it was not mentioned what the patient's cgm comparison value was. The patient was treated with an unspecified IV (the patient reported this was likely glucose) and transcend oral glucose gel. The patient recovered after treatment and remained at home. Once ems left, the patient then ate a peanut butter and jelly sandwich. The patient was "feeling better" at the time of report. Data was provided for investigation. The patient's estimated glucose values did not breach the high or low alert thresholds on or around (B)(6) 2024. The patient's lowest egv was 57 mg/dl at 08:37 pm on (B)(6) 2024 and highest egv was 230 mg/dl at 05:37 pm. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.